Event description:
It was reported that during a lap chole, the device jammed on an unknown firing. Another like device was used to complete the case with no patient consequence.

Manufacturer narrative:
Instrument a: jaw/cam. Instrument b: batch # e9fd6u, exp date: 07/2013; mfg date: 08/15/2008. Evaluation summary: the analysis results found that the el5ml device a was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. The reported event could not be confirmed due to the returned condition of the instrument. The analysis result for the el5ml instrument b found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No functional testing for jamming could be performed as the instrument was returned empty. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.